Manufacturer narrative:
The reported event is unconfirmed. According to information provided by the reporter, it cannot be confirmed if indeed the patient was burned. No additional clarification was provided. Conmed received two 60-7510-005 in unoriginal packaging. The lot number could not be verified. A visual inspection was performed and found no obvious signs of abnormalities or defects. A functional inspection using esu system 7550 was performed and found both devices working as intended. Neither of the devices activated on their own. The manufacturing documents from the device history record (DHR) have been reviewed with special attention to the manufacturing and inspection of the product. The DHR review found no abnormalities that would contribute to this reported event; however, the expiration date is october 2016 and the date of manufacture is october 29, 2014. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame 1,210,210 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000008. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also advised to inspect and test each device before use. This product will continue to be monitored via returns and complaint system.

Manufacturer narrative:
Although attempts have been made to gather additional information, at the time of this reporting, no clarification has been received and although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed (B)(4) sales representative reported an issue involving the 60-7510-005, goldvac integrated smoke pencil pushbutton, serial/lot # (B)(4)(quantity 2) that occurred on (B)(6) 2019 at (B)(6). It was noted that during a mastectomy on (B)(6) 2019 the "cautery pencil continuously activated without touching by the surgeon. May have cause burn to patient?" There were 2 pencils, same lot, being used on the patient's mastectomy by two different doctors, each with his/her own pencil. It is unknown which pencil had the reported issue. The pencils were being used with a hand control (not foot pedal). It is noted that the procedure was successfully completed after a 5-minute delay. To date, although multiple attempts have been made to gather additional information, no clarification has been provided. It is not confirmed if indeed the patient was burned, where or to what extent/degree. This report is being raised on the basis of injury due to the reported possible burn.